Event description:
Caller reported an error with the continuous glucose monitor (cgm), specifically error 42. There was no adverse impact to the customer's blood glucose level. To address the issue, technical support provided instructions for a complete pump reset and guided the caller through the process. Following the reset, the error did not reappear, and the caller successfully started a new sensor session.